Event description:
The patient had reported in 2004 that their one touch ultra meter would not turn on and that they were treated by a medical professional. They did not respond back regarding the message that was left for them in 2004 by the medical affairs specialists. A letter will be sent to them, based on the initial information that was provided, there is insufficient information to conclude that the meter malfunction contributed to any event. They had reported that their meter would not turn on even when the power button was pressed. They were using the correct test strips and they were in good condition. The batteries were last replaced less than one year ago and they were installed correctly. Therefore, the power issue was not resolved with troubleshooting. The last time that they were able to test on the meter was in 2004 in the morning. At the time of concern, they were feeling lethargic, had minimal vision, and clammy. It is unknown if they had tried testing on their meter at this time. A test performed on another unknown meter was provided to be 274 mg/dl. It is unknown if this was a doctor's meter and if they received any treatment. There is no further clinical information provided. This case is reported as a meter malfunction since the issue was not resolved.